Manufacturer narrative:
(B)(4). Cartridge tore. No lens malfunction. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found no visible damage to the lens. There was evidence of dark residue. Evaluation method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 17.0 se/3.5 diopter (B)(4) toric silicone single piece lens and the mtc-60c fp cartridge tore and malfunctioned. The lens was removed with no damage and no patient injury was noted. Another same model lens was implanted using a different model cartridge.